Manufacturer narrative:
Technician found the bed in the bed shop. The hd hi/low drifted down overnight when left in high position. Found that the hydraulic system was working correctly, but that the hi/low down valve allowed drifting. Replaced part # (B)(4) to resolve this issue.

Event description:
On (B)(6) 2011 - the hd hi/low drifted down overnight when left in high position. (B)(4). Bedshop. No obv abs. Sum - found the hydraulic system working correctly and hi/low down valve allowed drifting - slowly rep'd (B)(4) to fix.